Manufacturer narrative:
Patient initials: (B)(6). A product investigation was completed: this complaint is confirmed as the device was received in 2 separate pieces (shaft and handle). The shaft has sheared in half at the location where it is secured to the handle by dowel pins. The dowel pins remain in the handle as does the proximal portion of the sheared shaft. Whether this complaint can be replicated is not applicable as the device is already broke. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Top level drawings were reviewed during this evaluation. Screwdriver shaft component drawings were also reviewed. The shaft is now manufactured from (B)(4) and heat treated per es0052, cold worked +h900. The screwdriver shaft for the returned device was manufactured from (B)(4) and heat treated per es0052, cold worked +h900. The changed to the screwdriver shaft material from (B)(4) was in order to conform to current vendor supplied raw material standards (i.e. Vendor will no longer will supply (B)(4)). The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by age of the device (12+ years old). It is not likely that the design of the instrument contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part# 314.118, lot# 4711836, release to warehouse date: 26jan2004 ,supplier: synthes-(B)(4). No ncrs were generated during production. Review of the device history record(s) for the top-level and subcomponents showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during screw insertion for an open reduction internal fixation (orif) of the distal femur, the shaft of the screwdriver broke inside the handle. The surgeon was unable to tighten the screw. The breakage occurred at the handle and shaft junction the breakage did not generate any fragments. It was a clean break resulting in two parts (the handle and the screwdriver shaft). The procedure was delayed approximately 5 minutes while another screwdriver was retrieved. The same screw was used. The surgeon tightened the screw and completed the procedure successfully. This complaint involves one device. This report is 1 of 1 for (B)(4).